Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Two minutes into the freeze, 1 probe frosted quickly. The other probe frosted slower. Dr. Used warm saline to continuously flush the area.